Manufacturer narrative:
H6: investigation summary: no samples were returned as of 20 november 2020 therefore the investigation was performed based on the photos provided. Five photos of (2) 0.5ml bd insulin syringes from lot 9280146 were provided. Consumer reported the parts of needles and syringe torn apart when they pulled out. The photos were reviewed, and it was observed that when the cannula shield was removed the hub assembly did not separate. No hub separation was observed on the syringes in the photos provided. The alleged issue could not be confirmed from the provide photos. A review of the device history record was completed for batch# 9280146. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200851653] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that prior to use with 2 bd ultra-fine¿ ii insulin syringe the hub separates from device. The following information was provided by the initial reporter: the goods which they received is incomplete, the parts of needles and syringe torn apart when they pulled out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd ultra-fine¿ ii insulin syringe the hub separates from device. The following information was provided by the initial reporter: the goods which they received is incomplete, the parts of needles and syringe torn apart when they pulled out.